Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula issue event on (B)(6) 2026. The blood glucose level was 600 mg/dl. The insertion site was the upper abdomen and the infusion set had been in use for 12 hours. No further information available.